Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: I¿m writing to report a faulty 16g venflon. After cannulating the patient and attaching the ivi, the fluid stated coming out through the injection port. On turning off the fluids, blood then backtracked out of the injection port. Another member of staff has described a similar occurrence at a neighbouring hospital.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: I¿m writing to report a faulty 16g venflon. After cannulating the patient and attaching the ivi, the fluid stated coming out through the injection port. On turning off the fluids, blood then backtracked out of the injection port. Another member of staff has described a similar occurrence at a neighbouring hospital.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/17/2021. H.6. Investigation: one used sample and one representative sample was received by our quality team for evaluation. The representative sample was subject to visual inspection, injection leak test, and catheter adapter leak test. The sample passed all testing and no abnormalities were observed. Upon visual inspection of the used sample, the valve was observed to have moved. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. CAPA#1379444 was initiated.